Manufacturer narrative:
Findings: pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segment due to constant blank/flashing white light on the display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump was alarming with a white screen after it was dropped. Blood glucose at the time of the incident was 4.5 mmol/l. Troubleshooting was not preformed. The insulin pump will be returned for analysis.